Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the obtuse marginal (om) artery. A 3.00 x 12 synergy ii stent was advanced to treat the target lesion. However, upon advancing, it was noted that the stent was shoved up onto the shaft of the delivery system. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.